Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na and k for gen.2 results for 1 patient sample tested on a cobas 8000 cobas ise module. The initial na result was 109 mmol/l and the repeat result was 139 mmol/l. The initial k result was 2.9 mmol/l and the repeat result was 4.5 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The na electrode lot number and expiration date were asked for but not provided.